Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.